Event description:
This is a report of peritonitis, which was caused by a break in aseptic technique coincident with dianeal therapy for peritoneal dialysis (pd). The break in aseptic technique was further described as patient made a mistake (details not provided). It was not reported whether the patient was hospitalized for peritonitis. The patient was treated with injection (inj) cefepime (1 gm, once daily, route not reported) and inj. Vancomycin (1gm, once in 3 days, route not reported) continuously for the peritonitis. Pd therapy was ongoing. The outcome for this event was unknown.

Manufacturer narrative:
(B)(4). The lot number is unknown; therefore, a batch review will not be performed. A sample was not requested as this event involved use error and there was no allegation of a product malfunction. The cause of the peritonitis was determined to be a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The root cause of the use error was undetermined